Manufacturer narrative:
Product complaint # (B)(4). Correction: h6 (patient code). H6 patient code: no code available (3191) used to capture the absence of treatment.

Event description:
Additional information received stated that the surgery was completed by fixing with an unknown plate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date via bha. It was reported that on (B)(6) 2020, the patient fell and fractured around the stem. The surgery was scheduled on (B)(6) 2020. The surgeon planned to fix and reduce the fracture with an unknown plate, and if the fracture is not fixed with the plate, the surgeon will replace the stem in the surgery. No further information is available.